Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The referenced electrode (a22202d) was returned to olympus for evaluation. Based on the evaluation results the reported event was confirmed. A visual inspection found a small portion from the middle of the loop wire was missing. Also the blue insulation shaft at the proximal side is bent. A microscope was used for closer inspection and revealed the yellow colored insulation posts at the distal end were burnt/melted. Electrical testing could not be performed due to the as received condition of the electrode.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be determined. However, based on similar reports the most probable cause of the reported event can be attributed to the following: the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to bend/break, electrical output settings on the electrosurgical generator are too high, and/or the loop wire comes in contact with metal material during hf output which can lead to melting and burning of the loop wire. If additional information becomes available or if the device is returned for evaluation at a later date, this report will be supplemented accordingly. Additional note: the original equipment manufacturer (OEM) performed a DHR review for the concerned lot number and revealed no deviations regarding the function and safety of the device.

Event description:
Olympus was informed that the loop of the electrode broke off completely and fell into the patient¿s uterus during a hystero-resection procedure. The user facility noted the device fragment could not be located and was not retrieved and that no x-rays were performed on the patient. The procedure was completed using a similar device. No patient injury was reported.